Event description:
The nurse reported that at the end of the surgery, when the surgeon tried to disassemble the target device from the nail, it was impossible to disassemble. The surgeon applied force to remove the target device and the nail holding screw had been damaged. No consequence for the pt. No delay.

Manufacturer narrative:
Add'l info has been requested and if received, will be submitted on a supplemental report.